Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
It was reported that while using day aligners, one of the patient's tooth was chipping because the bottom center right middle tooth was higher than the bottom teeth and hits the top middle right tooth, causing pain and sensitivity.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.